Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible on the tip, consistent with handling. The soft tip was separated at the proximal end. The length of the remaining portion of the tip distal to the clear gap was 1 mm. The soft tip was stretched and collapsed proximal to the separation. There was a bend in the hypotube 4 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The guide wire used during the procedure was not returned which may have aided in the investigation. Factors that may contribute to the inability to advance/retract the stent delivery system (sds) over the guide wire and cause resistance between the devices may include, but is not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. Tip detachment can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. To ensure this is not the result of product deficiency, all sds are visually inspected for damage at numerous points in the manufacturing process and proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility and tip tensile force. A mandrel was used to measure the inner diameter of the guide wire lumen through the guide wire exit notch up to the tip separation and this met manufacturing criteria. The functional test was not done due to the damage noted to the tip. In this case, it is possible that the guide wire and sds were not properly supported during insertion of the guide wire, resulting in the tip kinking. The subsequent removal of the product likely resulted in the tip stretching and ultimately separating. However, the cause of the initial resistance advancing the guide wire could not be determined. A conclusive cause for the reported difficulty of inserting the guide wire could not be determined; however, the stretched and kinked tip appears to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for difficulty inserting the guide wire or tip detachment for this lot. There is no indication of a lot specific product quality deficiency. All stent delivery systems are visually inspected and checked for proper guide wire movement on the manufacturing line. All stent delivery systems are visually inspected for tip damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify tip pull force.

Event description:
It was reported that an unknown guide wire could not be inserted into the rx vision stent system. The device was not used and another unspecified stent system was used to complete the procedure. There was no significant clinical delay in the procedure and no adverse patient effect. No additional information was provided. Return device analysis revealed that the soft tip of the device was separated.